Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: did the malformed clip nick the artery? Or, did the jaws of the device nick the artery? Response: malformed clip. Did the patient receive any blood products? No. If yes, how much did the patient receive? N/a. How was the bleeding controlled? New clip applier was brought to room/"marylin" grasper to control bleeding. Was intra-op or post-op care changed for the patient? No. How was the procedure completed? In normal fashion after bleeding was controlled.

Event description:
It was reported that during a laparoscopic cholecystectomy the surgeon attempted to deploy the clips and the device would not fire. The surgeon attempted to fire the device a second time and the clips deployed however, the clips were "u" and "l", shaped. As a result, an artery was nicked, and this caused bleeding to occur. The surgeon was able to control the bleeding. The caller was not informed of the need for a transfusion.

Manufacturer narrative:
(B)(4). Batch # r9343n. The analysis results found that the er320 device was returned with no damage in the external components and 2 malformed clips inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 13 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.